Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hypoglycemia. Blood glucose level was 53 mg/dl. Customer did not provided information about their low blood glucose. Customer reported that the sensor not ready status when she checked the auto mode readiness. The transmitter did not communicate due to an incorrect identification. It was unknown if the customer was using auto mode or not. Insulin pump will not be returned for analysis.